Manufacturer narrative:
(B)(4). Device evaluation: the customer reported condition was confirmed during on-site device evaluation. The force sensing resistors were found to be damaged and were replaced to resolve the reported condition. If additional relevant information becomes available, a follow-up MDR will be submitted.

Event description:
The customer reported a flogard infusion pump that alarmed failure code 38. It is unknown at which process step this event occurred. There was no patient involvement, injury or medical intervention. No additional information is available at this time.